Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during a routine device check this cardiac resynchronization therapy defibrillator (crt-d) was found to be in safety core. The patient denied radiation therapy or medical treatments and there were no recent surgeries. The patient denied any beeping and no recent therapies had been provided. Technical services recommended the replacement of the device and its return for analysis. No adverse patient effects were reported.